Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 41 mg/dl to 44 mg/dl and a panic attack; cause was unknown. Customer required assistance from parent to treat bg level. No additional information was provided.